Event description:
Device malfunction: tip detachment. Time of malfunction: when advancing the delivery system, during the procedure. Symptoms/ae: none. It was reported that during a percutaneous revascularization stenting of the common iliac artery, the physician backloaded the delivery system onto the guide wire. This occurred outside the pt as the device was being backloaded on the wire, until the catheter was stuck on the wire. The catheter was advanced against the resistance until he noticed that the tapered tip of the catheter became separated from the catheter. The tip remained on the guide wire. The physician removed the catheter and tip off the guide wire and felt the device was okay to utilize for the procedure. After the guide wire was wiped down with heparinized saline the delivery system was advanced without resistance, and the procedure was completed with the device successfully. He believed the tip inverted on to itself causing the tip to detach and believed the resistance was probably due to blood clotting on the guide wire. No pt effects occurred during the procedure no add'l info is available.

Manufacturer narrative:
Eval summary: qa investigation revealed that the omnilink catheter was returned with blood visible on the balloon. There was contrast visible in the balloon and shaft. The balloon was loosely folded and had been inflated. The stent was deployed and not returned. The tip of the catheter was torn and approximately 3mm was detached and not returned. The separation of the tear at the distal end of the tip appeared jagged. There were 2 mm long scratch marks on the tip proximal to the distal end. There was no other damage noted to the catheter. The catheter was sent to simulating electron microscope (sem) lab for further investigation. Quality engineering has reviewed the incident report and the analysis of the returned device. It was reported that during a percutaneous revascularization stenting procedure in the iliac artery, while backloading the sds (stent deployment system) onto the guide wire, the catheter became stuck on the wire. The catheter was advanced against resistance until it was noticed that the tip of the catheter became separated. The separated tip and the catheter were removed from the wire. The guide wire was then wiped down with heparinized saline (to remove the dried blood, suspected of causing the resistance). The catheter was then backloaded onto the guide wire and used successfully to complete the stenting procedure. A review of the lhr (lot history record) did not reveal any non-conforming material reports which could have contributed to this complaint. Soft tip tensile tests performed at re (reliability engineering) passed with results being 2.5 lbs & 2.2 lbs against the 0.5 lbs spec. Based on the lhr review and checking for incidents with the same lot number, there is no indication that the device failed to meet its specs. The returned device analysis results indicate the tip was torn off (the tip bond was intact) and left a jagged ridge on the distal end of the catheter. There were also external long scratch marks on the tip proximal to the distal end of the catheter. Sem (simulating electron microscope) analysis results indicate internal longitudinal mechanical damage leading to the radial separation of the tip, i.e. Some type of mechanical damage inside the guide wire lumen of the catheter caused the radial tear of the tip itself. It was reported in the incident that it was believed the tip inverted onto itself causing the tip to detach and the resistance was probably due to blood clotting on the guide wire. Quality engineering was unable to determine a conclusive root cause; however, it may be related to the operational context in which the device was utilized. The most probable root cause is related to the clotted (dried) blood present on the guide wire while trying to backload the catheter. The MDR is considered closed by the qa dept.